Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the proximal to mid right coronary artery (rca) that had a chronic total occlusion. Several attempts were made to deploy a 2.8 x 16 graftmaster covered stent; however, the stent delivery balloon would not inflate. The covered stent then dislodged from its delivery system. Therefore, another unspecified balloon dilatation catheter was used to appose the covered stent just proximal to the area of the perforation site. As the covered stent did not cover the entire perforation, protamine was used and balloon inflation was performed to seal it. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.